Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continued moving forward after the reservoir made contact and insulin squirted out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Insulin pump received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to protruded/loose drive support disk. Insulin pump had missing segments due to cracked zebra connector on lcd. Missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.